Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the patient experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of incident and the current blood glucose was 413 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for the high blood glucose. The device will not be returned for analysis.